Event description:
While attempting to monitor a patient, the device did not power up, the paramedic reset the battery into the battery well and the device then powered up. However the device displayed a lot of artifact which made the ECG not-readable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complaninant indicated that the facility's biomed department was unable to duplicate the reported malfunction.